Manufacturer narrative:
(B)(4) follow up: it was reported pieces could no longer be pushed out, and the core rod fell off after 2-3 ml had been pushed. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows three prefilled syringes with no packaging flow wraps. The position of the rubber stoppers are at 1ml, 2ml and 4ml. Only one syringe has the tip cap. No other information could be obtained from the photo. A device history record review was completed for provided material number 306595, lot 4152258. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Reported by the head nurse of the hematology department, during use, after pre-filling halfway, 32 pieces could no longer be pushed out, and the core rod fell off after 2-3 ml had been pushed in 38 pieces; some of the samples can be returned, and photos are provided; a green claim is required, as well as a complaint response letter and an acknowledgement letter.